Event description:
Related manufacturer reference number: 2017865-2019-09087; 2017865-2019-09088. It was reported that a patient presented with an infection. The physician explanted the implantable cardioverter, the right atrial lead, and the right ventricular lead. The patient was discharged. The patient returned to the hospital with a fever and was later discharged.

Manufacturer narrative:
As received, a lead was returned for analysis. Visual examination revealed no anomalies other than procedural damage. The reported event of infection was not confirmed.